Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring; cracked keypad overlay at select button, scratched case, minor scratched lcd window and keypad overlay texture damage. No cracked noted on display window or lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the crack is seen on the reservoir insertion display. The customer reported drive support cap to appear normal. The product was returned for analysis.